Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included palpitation. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heart rate irregular ("irregular heartbeat"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding / irregular bleeding"). The patient was treated with cholecalciferol (vitamin d) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown and the genital haemorrhage, heart rate irregular, menorrhagia, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, heart rate irregular, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that essure was successfully occluded. Most recent follow-up information incorporated above includes: on 15-mar-2018: pfs and medical record received: new reporter, other relevant history, product information, treatment drug and events: abnormal bleeding (general), irregular heartbeat, dysmenorrhea, fatigue, hair loss, menorrhagia, abnormal vaginal bleeding, abdomen pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 48-year-old female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included palpitation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced heart rate irregular ("irregular heartbeat"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdomen pain"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding / irregular bleeding"). The patient was treated with cholecalciferol (vitamin d) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, heart rate irregular, menorrhagia, abdominal pain and vaginal haemorrhage had resolved and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, heart rate irregular, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that essure was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 48-year-old female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included palpitation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced heart rate irregular ("irregular heartbeat"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdomen pain"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding / irregular bleeding"). The patient was treated with colecalciferol (vitamin d) and surgery (on (B)(6) 2016 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, heart rate irregular, menorrhagia, abdominal pain and vaginal haemorrhage had resolved and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, heart rate irregular, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-feb-2012: confirmed that essure was successfully occluded . Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received: new events: depression, anxiety and product lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 48-year-old female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included palpitation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient was found to have heart rate irregular ("irregular heartbeat"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdomen pain"). In (B)(6) 2016, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("menstruation"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding / irregular bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with vitamin d nos (vitamin d) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, heart rate irregular, menorrhagia, abdominal pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved and the menstrual disorder, depression, anxiety and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, heart rate irregular, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirmed that essure was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events bladder problem, urinary tract problem, bladder infections, uti & vaginal infections & vaginal discharge were added with outcome. Event genital haemorrhage updated medically non-significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation"). The patient was treated with surgery (underwent a laparoscopic tubal ligation and bilateral salpingectomy due to complications from essure). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that essure was successfully occluded incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.